Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported changing the battery and get an alarm. The customer states having restart the insulin pump. The customer did troubleshoot the issue. The customer reported sensor glucose 208 mg/dl and 400 mg/dl being off. The customer declined troubleshooting for the sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unexpected alarm and erased memory anomaly after battery change due to faulty c13 on ib. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with severely scratched display window, cracked battery tube threads and broken reservoir tube lip.